Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient stated that they have been having some issues with the device for about a year now, but they got much worse on (B)(6) 2023. Patient said that before the fall they had some control of their symptoms, but now they have no control at all. Patient mentioned that they don't have any forewarning that they need to go to the bathroom. Patient has tried making some changes to their settings, but they are not feeling a whole lot of vibration when they turn it up as high as 8.0v, and they think they may have jarred the wires loose. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated their managing hcp has left the area and hasn't established care with someone new. Agent emailed patient physician listing. Agent also emailed rep (details in secure note) to request they touch base with patient. Patient stated they've been trying to get a hold of their rep for weeks calling almost every day.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2bqv2 implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have a surgery on (B)(6) to replace the implant and wires to the other side and the issue has not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2bqv2 implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.